Event description:
It was reported to manufacturer by facility, per their corporate area safety manager's report. Per the report a staff member was cleaning the bed in section c-9. They raised the electric high - low bed to its highest level. As they leaned in to wipe down the bed frame, the sleep surface of the head of the bed collapsed and struck the left side of their head and threw pt into the wall. Staff member went to facility for treatment and x-ray.